Event description:
The org-9700a receiver had been updated with sw 03-05 two days ago from 01-11. Bme has received two calls since then where the nurses claimed all teles for this org went into communication loss for a short period of time and then it returned to monitoring mode. Reference MFR # 8030229-2014-00082.